Event description:
The patient exhibited at the initial stimulation on 2005, rising impedances on electrodes 2.5, 7 and 9 two weeks later at a follow up appointment. They exhibited rising impedances on electrodes 2, 4, 5, 7 and 10 and hi impedances on electrodes 6, 8 and 11. It appears to be and active electrode problem which could be due to ossification. Tissue growth or a surgical problem.